Event description:
This customer reported a symptom related to derivation that took place while the device was in use on a pt. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported a symptom related to derivation that took place while the device was in use on a pt. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.